Event description:
During an angioplasty procedure, the stent dislodged from the stent delivery system. The dislodged stent was deployed in the proximal portion of the circumflex vessel. Another sds was utilized to complete the procedure. After the procedure the pt was noted in good health.